Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure when removing the vasoview hemopro 2 to clean, they noticed that the black insulation near the tip below the jaws appeared to be peeling off in one place, due to concerns that a piece would break free and get lost in the leg as well as not knowing if that area would become hot, they opted to open a new device to finish the procedure. No resistance while inserting the harvesting tool into the cannula was reported. They stated that it appeared to be functioning properly when they stopped using it. No procedural delay. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/22/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the heater wire and jaws. A microscopic inspection was conducted. The black tip of the shaft was observed to be peeled, exposing the inner contents of the shaft. The clear silicone insulation of the jaws and the heater wire were observed to be intact with no visual defects observed. Based on the returned condition of the device and the investigation results, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.